Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred resulting in a blood glucose (bg) of "high" and moderate ketones. The customer administered a correction injection to address the high bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.